Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a system error 345 alarm was reproduced. A review of the event history log revealed 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The thermistor sensor were within specifications when tested at the rate of 400ml/hour for 15 minutes however, the ultrasonic sensor requires replacement for precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing. There was no patient involvement. No additional information is available.